Event description:
Received complaint from chief technician concerning above product. States during the last 30 minutes of the treatment, clinic staff noted blood in pump housing. Treatment stopped, line changed. Noted to be a slit in pump segment. Ebl approximately 65cc (volume in line). CT reports that line had been used previously 8 times without incident. Also reports that upon inspection, pump segment appeared very worn. States he feels that clinic staff threaded the pump segment "too tight" through the roller pump. Medwatch filed for blood loss only. No injury reported. Actual sample has been discarded, no companion samples available. Response letter sent to user.